Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to the electrode belt distribution node. The trunk cable was pulled from the strain relief, causing the heat shrink to be pulled off of the pulse wires in the distribution node and the pulse wires to short to the distribution node pca. Additionally, the strained trunk cable caused damage to trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that the damaged electrode belt caused or contributed to the patient passing, as the lifevest properly detected the patient's ventricular arrhythmia. However, the patient's heart rate fell below the threshold for maintaining the arrhythmia detection and no treatments were attempted by the lifevest. H.4. Device manufacture date: sn (B)(4): 07/28/2014. Sn (B)(4): 03/27/2013.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient's death was reported to be cardiac related. Ems was with the patient at the time of passing and that the system was not alarming. It was also reported that resuscitation attempts were made by doctors at a hospital. Per the downloaded flag files and ECG recordings, the lifevest was started at 06:53:40 on (B)(6) 2017. The lifevest detected bradycardia from 11:07:54 to 11:13:28 on (B)(6) 2017. Two arrhythmias were then detected by the lifevest at 11:15:38 and 11:20:48. The ECG recording shows the patient was in ventricular tachycardia (vt) from 120 to 150 bpm during the first arrhythmia detection. The patient's prescribed threshold for treatment for vt was set at 150 bpm. Per the ECG recording, the patient was in vt at 150 bpm for approximately 19 seconds before the rhythm fell below the threshold for treatment. The device properly detected the ventricular arrhythmia. However, the patient's heart rate fell below the threshold for maintaining the arrhythmia detection and no treatments were attempted by the lifevest. The ECG recording for the second arrhythmia detection shows the patient was in asystole with intermittent cardiac activity and CPR artifact. The CPR artifact contributed to the false detection of the arrhythmia. The lifevest electrode belt was then disconnected at 11:21:07, and subsequent monitoring of the patient's heart rate was not available.